Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified transmitter error message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share log was performed and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of an unspecified transmitter error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.